Manufacturer narrative:
The battery interconnect board was received at zoll medical corporation for evaluation. The customer's report was attributed to foreign substance on an inductor on the battery interconnect board. No trend is associated with reports of this type.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was duplicated, and the battery interconnect board was replaced to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.